Event description:
The customer reported that a pseudoaneurysm developed post cardiac cath. Completed deployment of vasoseal. Pressure held five minutes, slight ooze, pressure held two more minutes. Hemostasis lost during deployment. No hematoma. Overnight hematoma developed. Ultrasound obtained, pseudoaneurysm discovered. Pseudoaneurysm closed on its own. No intervention. No further complications were reported.